Event description:
It was reported that the pump was not charging.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed, the top and bottom cases were damaged and the right plunger case was cracked. Review of the event history log showed occurrences of depleted battery messages. The reported issue was duplicated during the investigation. The investigation determined that contamination of the power supply as a result of fluid ingression was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. The power supply and battery were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record. Corrected data: updated d1 and d4, model number

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that there was no patient injury.